Event description:
The patient's sensing in the rv plummeted. Sensing is 2.4 mv bipolar and 2.1 mv unipolar. Impedance is normal, but there is no capture at max output. Device remains implanted. Possible lead dislodgement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.